Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and the test failed. The reported event of an out of range signal was confirmed the root cause was determined to be a defective transmitter.

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report an out of range signal on (B)(6) 2014. No medical intervention or injuries were reported.